Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, the stent was used for treatment of a 3 cm malignant stricture located in the distal portion of the bile duct. According to the complainant, during the procedure, the stent prematurely deployed when the physician had only released the delivery system for 10% deployment. The stent was deployed past the stricture. The procedure was completed by implanting another wallflex biliary stent bridged within the first implanted stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent deployed prematurely. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.